Event description:
Related manufacturer reference number: 3006705815-2022-16637. It was reported that an infection was present at both the ipg and lead site with pus, discharge, and inflammation present. Lab testing was done but the results were not provided to the abbott representative. To address this issue, oral antibiotics were prescribed, and surgical intervention was undertaken wherein the system was explanted.

Manufacturer narrative:
During processing of this incident, further information regarding weight was requested but not received.

Manufacturer narrative:
A review of the lot history record identified no manufacturing nonconformities issued to the reported device that would have contributed to this event. Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.